Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider to advise the chair will drive about 10 feet and come to a stop with no error message. .